Event description:
The customer reported that the system displayed poor quality and blurry images with every case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was replaced and adjusted. The system was tested and found to be working as intended and put back into service.